Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller's log file showed multiple pump stoppage, low flow, and low speed advisories. An issue was suspected with the percutaneous lead (driveline). On (B)(6) 2017, a driveline repair was completed. On (B)(6) 2017, it was reported that the driveline repair was initially successful; however, the patient had more low flow and pump stoppage alarms. The pump was connected to an ungrounded patient cable with resolution of the alarms. It was reported that the first driveline repair was performed approximately 3 inches from the driveline exit site, and additional repairs were not possible. The patient has been stable on an ungrounded cable without any further pump stoppages. The plan is to complete a heart transplant evaluation list the patient as status 1a. No further information was provided.

Event description:
Additional information: the patient received a routine heart transplant on (B)(6) 2018.